Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported a battery failure on an automated impella controller (aic). There was a a battery failure (red alarm). The aic was replaced. There was no reported patient harm.